Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery due to pain. Patient also experienced rotator cuff insufficiency and anterosuperior escape, along with pain, all indications for revision. Previous biceps tendonesis was done. Patient fell few days after first tsa and now has continual pain. (B)(4).